Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. Customer¿s blood glucose was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.